Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, no foreign matter could be identified. Also, the cause of the foreign matter remaining could not be identified; therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, foreign matter adhered in the bending section cover of the fiberscope. There was no patient involvement.